Manufacturer narrative:
(B)(4). As the death was not reported until after the device had been serviced, a complete device analysis could not be performed. However, a review of the event history log revealed no system errors, anomalies, hardware device failures or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported death. Review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements per returned instrument test evaluation testing. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. The patient was not hospitalized prior to passing away and had collapsed at home. An autopsy was not performed and the death certificate was not available. The patient was performing therapy up until the time of death with the homechoice device but was not connected for therapy at the time of death. The physician chose not to have the therapy logs reviewed at the time of this report. No additional information is available.